Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during device investigation are attributable to the removal surgery. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Hearing and sound perception were limited. The surgeon cannot rule out trauma and damage to the device, as the recipient did report falling. The user was re-implanted. It was difficult to confirm the position and depth of insertion in the cochlea of the concerned device. A bend was visible in the electrode array, with reportedly damage of the silicon as if it had broken due to mechanical bending. The edges looked rough under the microscope.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Intra-op measurements showed all channels in status ok at implantation. At the day of the switch-on, 4-5 channels showed high impedance. As a result hearing and sound perception were limited. Reportedly, the electrode migrated partially out of cochlea, and the most likely cause is fat resorption and lack of support of the electrode array after the subtotal petrosectomy. The surgeon cannot rule out trauma and damage to the device, as the recipient did report falling. The user was re-implanted.